Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Visual examination of the returned femoral component confirms the fracture of the condyle. Visual examination of the returned poly insert confirms wear of the device secondary to the fracture. A search of the complaints databases finds no other reports against the product/lot code combination since its release to distribution. A search of the complaints databases finds one other similar complaint against the product code. Review of device history records, raw material certifications, and penetrant certifications found no related manufacturing deviations or anomalies that would have contributed to the reported event. Pre and post-revision x-rays and the translated revision surgical note were received and reviewed. Upon review of x-rays dated (B)(6) 2007, implant appears to be placed in proper position on ap, lateral, and sunrise views. Upon review of x-rays dated (B)(6) 2010, there are radiolucencies present on lateral view along the femoral implant. There is an osteolytic defect behind the anterior superior aspect of the femoral component on lateral view. Upon review of x-rays dated (B)(6) 2011, this osteolytic defect has increased in size on lateral view. Physician states in revision surgery operative note from (B)(6) 2012 that the anterior medial and lateral recesses were distinctly scarred and a complete synovectomy was done to improve range of motion. Physician states, upon flexing knee and testing range of motion, a fracture of the medial prosthetic condyle was seen. It cannot be determined, with the information provided, what was the cause of the reported event. Evaluation of the device by depuy materials science finds the root cause is attributed to fatigue fracture coincident with casting related shrinkage porosity. A patient risk assessment was held on (B)(6) 2013 with the determination that no patient safety risk was found at this time. Based on the performed investigation, the need for corrective action has not been indicated. Monitor through trend analysis via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Revision because of breakage of medial bearing part of femoral prosthesis. Partial bone necrosis under the broken part.